Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery (rca). A 3.5 x 28 mm xience xpedition stent delivery system (sds) was being advanced to the lesion when the sds could not cross the lesion and when removing the catheter, the stent implant dislodged in the ostium of the rca and could not be removed. The patient was transferred to another hospital and the stent was removed with a snare device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The cine was received and reviewed by a clinical specialist which confirmed the embolized stent. Additionally, they stated that due to the level of calcium within the vessel and since no other devices were utilized prior to the introduction of the stent (no predilatation or rotablator), it is possible that the device was unable to cross the lesion. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.